Event description:
The reporter stated that the surgeon was inserting a aa4203tl toric single piece lens and the lens tore. The surgeon cut the lens to remove if from the eye without enlarging the incision. Another model lens was inserted and no suture required.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows the lens is torn from one plate haptic to the other haptic. There is clear and reddish surgical residue on the lens. Conclusions: - no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.